Manufacturer narrative:
(B)(4). The event history log review found no keystrokes, programming, or use related events that would indicate or contribute to the problem. The reported condition of electric shock was not confirmed and not duplicated via the sample evaluation. A visual inspection found no physical damage. The power on self-test was successfully completed. One hour of therapy was completed without error or alarm, but a noticeable noise was observed. The reported problem could not be confirmed.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Event description:
A customer reported that she had woken up the previous night to her homechoice making various noises. She then alleged that her body began shaking and described the event as being like an electric shock. The patient stated that at that point, she slapped the homechoice three times and the noise and vibrations ceased. She was not touching the device, nor any other device with an electrical charge, when she felt the shock. She was not wearing footwear. There were no leaking solution bags or moisture near the device, and there has never been a spill of any type on the device. There were no defects noted to the power cord and the patient does not use a cheater adapter. The patient uses disinfectant wipes on the homechoice. There were no burn marks nor any other signs of injury to the device. The patient had contacted her registered nurse regarding the incident, however the patient did not require any treatment nor hospitalization.